Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead product ID: 977a260, serial# (B)(4), implanted: (B)(6 )2016 explanted: product type: lead product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a revision on (B)(6) 2017. Caller read from patient's records that "patient had revision of spinal cord stimulation (B)(6) leads under fluoroscopy guidance. Patient had mac removed and taken back to outpatient in good condition for further recommendation". Caller noted hcp had discussed with patient (prior to revision) and "decision was made to release and move as far up or down to revise system". Caller stated that patient had chronic lower back pain and system was functional but then became non-functional (unknown date) which resulted in patient not receiving low back coverage for pain. Tss reviewed information and it was likely that no components were replaced, but likely leads were simply repositioned. Troubleshooting was not required.